Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges near the crack. The hand-activated buttons were tested and functioned properly. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the laparascopic gastric bypass-roux-en-y procedure, the device displayed an error code and active tip broke off. There was no patient consequence. The case was completed with another same like device.